Manufacturer narrative:
Event date unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in the cer that nine (9) studies had the following results: asymptomatic cement leakage in 5/30 (16.7%) bkp patients. Cement leakage noted in 20 of 117 treated vertebrae (17.1%) with no reported complications; 1 of 70 (1.4%) patients had an asymptomatic cement leakage; cement leakage in 10 of 45 (22.2%) bkp patients; 2 of 47 (4.26%) levels treated reported cases of asymptomatic cement leakage (unknown if bkp or vp); cement leakage noted in 4 of 46 (8.7 %) patients but all were asymptomatic. Asymptomatic leakage reported in 13 patients; cement leakage reported in 53 of 173 (30.6%) treated fractures; 9 of 62 (14.5%) patients had asymptomatic cement leakage. No further information was reported. The type of cement used in this case was not specified in the cer document.